Event description:
A peritoneal dialysis (pd) patient reported that the liberty select cycler displayed a blank screen during treatment in fill mode. The screen had been functioning properly at the start of treatment but suddenly went blank. The patient pressed ok, stop, and touched the screen, but there was no display response. After rebooting the cycler, the ok and stop keys illuminated and made a clicking sound, but the screen remained blank with no beeping sound. The fresenius technical support representative advised the patient to discontinue use of the cycler and arranged a replacement unit due to the blank screen issue. The issue occurred before completing the first treatment and was classified as an out-of-box failure. The patient confirmed they know how to perform capd but will not perform manual exchanges. There was patient involvement, but no harm or adverse event was reported. A phone call and a written attempt have been made to gather additional information, but no data was received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid in the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2441 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. Pre-ast 15 mins 1000ml simulated treatment was performed without any failure or problem. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.